Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 600 sterilizer and found that the heating element of the unit was damaged resulting in the reported event. The exact cause of the reported event could not be determined. The technician replaced the heating element and proactively replaced the check valve, safety valve, generator contactor and water pump. The unit was tested, confirmed to be operating according to specification, and returned to service. A 3-year complaint review confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their amsco 600 sterilizer leaked steam and water onto the floor. No report of injury.